Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained. There was no reported adverse impact to the customer¿s blood glucose level.